Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer biomedical technician dismantled the respiratory unit on the machine and observed that the flow sensors were damaged and leaking. She replaced the two flow sensors. Ventilation worked again in both volume controlled and pressure controlled modes after reassembly of the entire respiratory unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer biomedical technician dismantled the respiratory unit on the machine and observed that the flow sensors were damaged and leaking. She replaced the two flow sensors. Ventilation worked again in both volume controlled and pressure controlled modes after reassembly of the entire respiratory unit.

Event description:
The hospital reported that unit was not ventilating since the cleaning procedure. There was no reported patient involvement.